Manufacturer narrative:
Concomitant medical products: 419688 lead; therapy date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. If information is provided in the future, a supplemental report will be issued.